Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® luer-lok¿ access device holder, tube push off is seen in an unspecified number of devices resulting in sample leakage and blood exposure. It is unclear the level of ppe worn by the healthcare worker nor if there was medical intervention. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B5. Describe event or problem: it was reported while using bd vacutainer® luer-lok¿ access device holder, tube push off is seen in an unspecified number of devices resulting in sample leakage on the healthcare professional's gloves and the table. No adverse impact was reported regarding the patient or user. Imdrf annex e grid: e2403. Imdrf annex f grid: f26. Investigation summary: bd had not received any samples or photos for investigation. A total of twelve retained samples were visually inspected, and six functional tests were performed. All units were found to comply with specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® luer-lok¿ access device holder, tube push off is seen in an unspecified number of devices resulting in sample leakage on the healthcare professional's gloves and the table. No adverse impact was reported regarding the patient or user.